Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 223 mg/dl, 195 mg/dl, 183 mg/dl and 112 mg/dl. When all tests were performed within 10 minutes on the advantage system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.